Event description:
It was reported to boston scientific corporation on july 31, 2020 that a wallflex esophageal fully covered rmv stent was to be implanted to treat a 3cm esophageal stenosis due to an extrinsic tumor during an esophageal stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was deployed; however, the distal end of the stent failed to expand and the delivery system was stuck on the stent. The stent was removed along with the delivery system and the procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1: patient identifier: (B)(6). Block h6: problem code 3270 captures the reportable event of stent failure to expand. Problem code 1528 captures the reportable event of delivery system difficult to remove. Block h10: a wallflex esophageal delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the outer sheath was kinked. No other issues were noted to the delivery system. The reported event of stent failure to expand was not confirmed as the stent was not returned. The reported event of delivery system difficult to remove could not be confirmed; this failure occurred during the procedure and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, the investigation concluded that the reported events and the observed failure were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated and/or the anatomy of the patient, limited the performance of the device and contributed to stent failure to expand and delivery system difficult to remove. Also, the physician may have used excessive force trying to remove the delivery system which could have caused the kink on the outer sheath. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex esophageal fully covered rmv stent was to be implanted to treat a 3cm esophageal stenosis due to an extrinsic tumor during an esophageal stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was deployed; however, the distal end of the stent failed to expand and the delivery system was stuck on the stent. The stent was removed along with the delivery system and the procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.